Event description:
A malfunction alarm labeled as malf 0 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and contact technical support if the malfunction occurred again.